Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Patient demographics: age, gender, weight, bmi at the time of the index surgical procedure. Additional information was requested and the following was obtained: what was the name of the procedure? Radical resection of rectal cancer. What was the date of the procedure? (B)(6) 2018. What tissue layer was the suture used on? Skin. How was suture placed (continuous or interrupted)? Unk. Can you identify the product code of the silk suture? Unk. Were any cultures taken of the purulent secretions? If so, what are the results? Unk what are the patient weight, prior medical history? Unk. What post op date did the patient present with symptoms of redness and swelling? (B)(6) 2018. What is the surgeon¿s opinion as to the contributing factor to the patient event? Maybe suture. What is the patient current condition? Stable. Is this a usual trend for these kinds of cases for these trauma patients in your hospital? Unk. What is the baseline skin infection rate for trauma cases in your hospital? Unk.

Event description:
It was reported that the patient underwent radical resection of rectal cancer procedure on (B)(6) 2018 and suture was used on the skin. The patient experienced pain, wound skin reddish and a small amount of purulent secretion three days after the procedure. The surgeon opines that the suture may be a causative factor to the patient's symptoms. The surgeon treated with medication. The current status of the patient is reported as stable. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: patient demographics: age, gender, weight, bmi at the time of the index surgical procedure - (B)(4).